Manufacturer narrative:
Device analysis completion date: 12/09/2019. One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was unable to be duplicated. Inspected the pump and performed functional tests, it passed all test. Further investigation found no remodulin or any materials that were stuck and jammed at the bottom of the pump. Therefore, no problem was found with the reported issue. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during use of a smiths medical cadd ms3 pump for a life sustaining medication (remodulin), a smiths medical cadd ms3 cartridge got jammed in the ms3 pump and the remodulin leaked all over. The reporter indicated that part of the cartridge broke and was stuck at the bottom of the pump. Subsequently, the patient had back up pump to use. No patient consequences were reported. No adverse effects were reported.